Manufacturer narrative:
.

Event description:
A report was received that the patient had pocket discomfort. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction.